Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during a follow-up with lead dislodgement. The lead was repositioned. The patient was stable before, during and after the procedure.